Manufacturer narrative:
Five probes were returned for evaluation. The finished goods lot was manufactured with six component probe lots. A device history record review for each of the component lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were two other complaints for the reported issue from the same entity. Sample a: the sample was visually inspected and was deemed to be nonconforming. The probe needle is bent approximately 20 degrees. An aspiration test was performed and deemed nonconforming. An actuation test was performed and deemed nonconforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was a significant resistance felt when the inner cutter was removed from the outer needle. The inner cutter is bent with gouges present at the bend area. The aspiration line was tested with air flow and no resistance was present. Actuation testing was performed after disassembly and was deemed conforming. Sample b: the sample was visually inspected and was deemed to be nonconforming. The probe needle is bent approximately 5 degrees. An aspiration test was performed and deemed conforming. An actuation test was performed and deemed nonconforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was a slight resistance felt when the inner cutter was removed from the outer cutter. Some gouge marks are present at the cutter bend area. Actuation testing was performed after disassembly and was deemed conforming. Sample c: the sample was visually inspected and was deemed to be conforming. An aspiration test was performed and deemed conforming. An actuation test was performed and deemed conforming. A cut test was performed and deemed conforming. Sample d: the sample was visually inspected and was deemed to be conforming. An aspiration test was performed and deemed conforming. An actuation test was performed and deemed conforming. A cut test was performed and deemed conforming. Sample e: the sample was visually inspected and was deemed to be conforming. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when the inner cutter was removed from the outer cutter. Some gouge marks are present at the cutter bend area. Actuation testing performed after disassembly was deemed conforming. The root cause for this event is unknown. The complaint evaluation does not confirm any cut failure performance for all five probes returned. All probes returned met specification for cut performance. Two of the five probes met specification for all performance testing, with one passing all testing except actuation. Two of the probes could not actuate properly due to a physically bend needle from customer handling. One cutter likely did not actuate from foreign material in the probe from it being used. The evaluation results indicate that all three of the probes that failed actuation had been used for approximately 15 minutes, so this indicates the probes were able to initially actuate. It is likely that the two probe cutters described in the complaint information stopped during surgery due to the bent condition of the needles. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the probe stopped cutting during a vitreoretinal procedure. The aspirating and actuating conditions of the probes are unknown. The vitrectomy probe was replaced and the surgery was completed with no harm to the patient. A sample has been requested.